Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. However material from the production line was verified and no issues were found that can lead this customer complaint. The device history record of batch number reported has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved. Root cause and corrective actions cannot be determined. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the device failed to nebulize. Alleged issue reported occurred during functional testing prior to use on a patient. Another device was obtained for use. No patient harm reported. Patient condition reported as fine.